Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event has been confirmed through the returned device evaluation. Visual examination of the returned product revealed signs of use and significant wear and tear. The base plate of the impactor has several nicks and gouges from use. The body and shaft of the device also have many scratches, nicks, and gouges. The tip is missing from the device and was not returned. There is a grey ppsu-like material stuck in the threads, indicating that the incorrect tip was installed on the device, as black ppsu is the material specified for the correct tip. Measured features on the handle to verify that the device conforms to print specifications. The device has a possible field age of over nine (>9) years. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Per product design, the pad is attached to the handle with medical-grade epoxy and is not designed to be removed, as it is approved for effective cleaning and sterilization in its assembled form, as reflected in the IFU. It is unknown if this contributed to the reported event. A definitive root cause cannot be determined. A summary of the investigation was sent to the complainant, conveying proper surgical technique and use of the device.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was impacting the implant when the grey tip of the secondary impactor broke during intraoperative use. The reporter indicated the surgical technique was followed. No additional procedural details, device fragments, or surgical delays were reported. There were no known consequences or impact to the patient, and no patient treatment was reported. Attempts have been made and no further information has been provided.